Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on january 29, 2020 that a flexiva 365 laser fiber was used in a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the laser fiber was broken after 20 minutes of use. The procedure was completed with another flexiva 365 laser fiber. There was no serious injury nor adverse patient effects reported as a result of this event.

Manufacturer narrative:
Block h6: problem code 1069 captures the reportable event of fiber broke. Block h10: investigation results the returned flexiva 365 laser fiber was analyzed, and a visual evaluation noted that it was returned broken in three pieces. The first piece measured approximately 125.1 cm from the top of the connector to the break. The second piece measured approximately 90.3 cm from the break to the break and the third piece measured approximately 56.6 cm from the break and includes the entire distal tip. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Examination under magnification confirmed that the tip was unused. No other issues with the device were noted. The reported event was confirmed. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. .

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a flexiva 365 laser fiber was used in a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the laser fiber was broken after 20 minutes of use. The procedure was completed with another flexiva 365 laser fiber. There was no serious injury nor adverse patient effects reported as a result of this event.